Event description:
Spontaneous. Patient called to report she noticed the tubing that is connected to cassette was leaking. Patient was able to identify she accidentally tugged on tubing when getting out of shower. Event occurred shortly before she noticed leaking, so author advised it would be ok to resume infusion at current dose. Advised if she notices her condition is worsening to contact mdo or pharmacy and if needed to go to emergency room. Patient noted she was short of breath but she always gets short of breath when making her bed and she was nervous about the leaking tubing. Addition to above patient mixed new cassette and changed tubing. Notified mdo. No other information available. Reported to (B)(6) by pt/caregiver.